Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information of ID, gender, age, and weight. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported that a device labeled as ¿demo¿ [demonstration] and "not for human use" was used during a patient procedure. The product performed as intended and no injuries were reported. Additional information received stated the patient is doing very well; no complications. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the sterility of the device, at the time of use, cannot be confirmed by the manufacturer.